Event description:
Because of pain in right hip, had x-rays that showed my r total hip replacement was failing. In (B)(6) of 2004, I had an un-cemented encore linear system total hip replacement for advanced arthritis of the right hip. I had been having pain in the hip and right upper leg for a while. The orthopedic surgeon found with x-rays that a significant amount of bone surrounding the stem and cup of the implant had disappeared. Part of the femoral cortex of bone had cracked. He recommended a total hip revision with bont grafting. I am scheduled for surgery (B)(6) of 2011. I have not been able to find any recall of this encore system. I would like your advice on what I should do with the implant when it is removed, do I send it to the company or does the hospital. Does my doctor report the problem also to the company and the FDA?